Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in (B)(6) on (B)(6) 2014 who had essure (fallopian tube occlusion insert) implanted and experienced the events described below. On an unspecified date the consumer had essure (fallopian tube occlusion insert) implanted under general anesthetic due to severe pain and cramping. Upon waking she knew that something was wrong. She discovered that the coils were made of nickle and was waiting for an allergy test to confirm. She experienced severe cramping and pain in her pelvic region and constant bleeding very heavy for many months following. She didn't want to have the hsg follow up appointment as was a lot of pain and couldn't let any more procedures happen. She visited her doctor on a number of occasions with various complaints including bleeding, pain, headaches and hip pain. Twelve months after insertion she has had the coils surgically removed and a lot of her symptoms have gone but some remain. The patient is awaiting an x-ray to see if fragments were left behind in her uterus as she only had her fallopian tubes and coils removed.

Manufacturer narrative:
Ptc investigation result was received on 7/17/2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report was received via regulatory authority and refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced constant bleeding very heavy for many months following. This event was considered serious as medically significant, is listed according to reference safety information for essure and was regarded as incident since essure was removed (the consumer underwent a bilateral salpingectomy). Bleeding may occur after essure insertion. There is also possibility that patient experienced bleeding after essure mirco-insert placement procedure. In the present case it was stated that she experienced severe cramping and pain in her pelvic region and constant bleeding very heavy for many months following. She didn't want to have the hsg follow up appointment as was in a lot of pain and couldn't let any more procedures happen. She visited her doctor on a number of occasions with various complaints including bleeding, pain, headaches and hip pain. Based on available information received the events above were assessed as related to essure therapy. Additionally, other non-serious events were reported: severe cramping and pain in her pelvic region, pain, headaches and hip pain. A product technical complaint (ptc) analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of the product.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information was received on 11-jun-2015 from health authority: investigation was considered to be completed and they will not be taking any further action. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 15-jun-2015 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report was received via regulatory authority and refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced constant bleeding very heavy for many months following. This event was considered serious as medically significant, is listed according to reference safety information for essure and was regarded as incident since essure was removed (the consumer underwent a bilateral salpingectomy). Bleeding may occur after essure insertion .there is also a possibility that patient experienced bleeding after essure micro-insert placement procedure. In the present case it was stated that she experienced severe cramping and pain in her pelvic region and constant bleeding very heavy for many months following. She didn't want to have the hsg follow up appointment as was in a lot of pain and couldn't let any more procedures happen. She visited her doctor on a number of occasions with various complaints including bleeding, pain, headaches and hip pain. Based on available information received the events above were assessed as related to essure therapy. Additionally, other non-serious events were reported: severe cramping and pain in her pelvic region, pain, headaches and hip pain. A product technical complaint (ptc) analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of the product.